Event description:
It was reported that the were unspecified issues with the usb port on the pump causing difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.